Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: the returned device consisted of the samurai complaint device. A visual examination of the core and coil were ruptured at approximately 0.5 mm from the tip of the wire, and it was confirmed that the tip was missing. Observation of the core and coil at the fracture position confirmed that the fracture surface was characteristic of ductile fracture. We also observed a j-shaped bend at approximately 11 mm from the tip, a gentle bend at 40 mm from the tip, and a hook-shaped bend at approximately 98 mm from the tip. We also observed a coil pitch opening at approximately 4 mm from the tip and a coil tightness of approximately 2mm in width at approximately 87 mm from the tip. Observations were also made on other parts of the product, but no abnormalities were found, and no problems were observed.

Event description:
Reportable based on device analysis completed on 12may2025. It was reported that a guidewire kinked occurred. A percutaneous intervention procedure was being performed. A 190cm samurai guidewire was used. However, during preparation, it was noticed that the guidewire was already kinked or bent. The procedure was completed with another of the same device without any patient complications reported. However, returned device analysis revealed a distal tip and core wire detached.